Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device rebooted during patient monitoring. It was reported that the patient involved did not experience harm or any adverse impact.

Event description:
It was reported to philips that the device rebooted during patient monitoring. It was reported that the patient involved did not experience harm or adverse patient impact. It was reported that a pediatric patient was being transported at the time of the incident.